Event description:
It was reported that during use of this ablator in a shoulder arthroscopy, the tip became charred. The reported settings at the time of use are 75 watt "cut" and 50 watt "coag". The procedure was completed with an alternate and there was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by the manufacturer. Investigation results: an investigation for root cause was unable to be performed as to date, the device has not been returned. A review of product history found similar reported events. The information for use (IFU) provides warnings and cautions for this device. Warnings: 1. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. 2. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. 3. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Maximum setting: 200 watts "cut" and minimum setting: 50 watts "cut". Maximum setting: 50 watts "coag" and minimum setting: 30 watts "coag". Cautions. 1. Do not bend wire connector pins. It may prevent the device from connecting and/or functioning properly. 2. Do not bend electrode shaft, insulation may be damaged. 3. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue.